Manufacturer narrative:
Update section d9. The valve was returned crimped on the delivery system, which was partially inserted through the sheath. The crimped valve was stuck within the sheath. The returned device was visually inspected for any abnormalities and the following was observed: valve caught under sheath strain relief with torn sheath liner. Minor flex tip gouges. One (1) strut slightly bents outward at the inflow side. One (1) strut slightly bents outward at the outflow side. Post expanded: bent struts were corrected at the inflow and outflow; frame distorted/ canted; all struts exposed through skirt, normal after crimping and use; leaflets wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. Imagery of patient's anatomy showed patient's right access vessel had presence of calcification and tortuosity. No functional or dimensional testing were able to be performed due to device return condition. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during advancement of valve in esheath, it was noted that more force than necessary was needed. When physicians looked at valve in sheath under fluoro, they noticed that one of the valve struts was bent slightly out at the location of the flex catheter'. Per imagery, the patient's access vessel had presence of calcification and tortuosity. The present of calcification and tortuosity can create challenging pathway during delivery system advancement. It is possible that the valve strut caught within the sheath during the delivery insertion and retrieval, and additional push force as indicated by torn sheath and the gouges on the flex tip resulted in the bent strut at the inflow and outflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity) and or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with frame damaged during use.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, resistance was noted when advancing the valve and delivery system through the sheath. The valve struts were noted to be bent. The devices were removed as a unit with no patient injury. A second delivery system and valve were used successfully.